Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was a shorted u605 component on the computer/analog board. Additionally, contamination was discovered on j101, j502 and table board components on the ca board. The root cause for the shorted component was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.